Manufacturer narrative:
The device was manufactured between june 11, 2018 - june 12, 2018. The actual sample and a photograph of the device were evaluated. The sample was contaminated with chemotherapy. Visual inspection could not verify the reported condition through the bag in which the sample was received. Visual inspection was performed to the photograph using the naked eye which revealed that the tubing was separated from the male luer. The reported condition was verified during visual inspection on the photograph. The cause of the reported condition was determined to be incorrect methodology for solvent application during a human step in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during an unspecified date in (B)(6) 2019. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink secondary medication set disconnected from the distal luer lock. This occurred during set-up as the nurse was in the process of hanging a bag and attaching the set to a pump for administration. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.